Manufacturer narrative:
This supplemental is being submitted to retract the initial report submitted under manufacturing report number 2015691-2021-06513. As medical records confirm that tee demonstrated preserved biventricular function with a well-functioning mitral and aortic bioprosthesis and a very mild paravalvular leak.

Event description:
It was originally reported by the field clinical specialist (fcs), a 29mm sapien 3 valve was implanted in the native mitral valve annulus calcification (mac) via open heart surgery. Post deployment there was significant paravalvular leak (pvl) and or 'leak'. Approximately an hour later it was decided to deploy a second valve. Post deployment the surgeons were trying to see where the leak was coming from. It was mentioned that there was still a leak even after the two valves were implanted and that the significant leak was coming above the valve and not in the valve or from the valve. The patient was reported to be doing well an hour after the procedure. The physician felt the original leak was from too much calcium in the mitral annulus that the first valve was not able to get enough of a seal, so they went with a 2nd 29mm valve. The patient presented with severe symptomatic primary mitral valve regurgitation with heavy mitral annular calcification (mac). Reoperative sternotomy with placement of two 29mm sapien valve surgically placed in the mitral position in mac. Repair of aorto-mitral curtain. Tricuspid valve repair with ring. A felt strip was placed around the sapien valve prior to crimping over the balloon. The valve was deployed and 'appeared to lie in good position'. The valve was then sutured in. The patient was warmed and weaned successfully from bypass. During this time, the patient was noted to have a large paravalvular leak and severe pulmonary hypertension. It appeared that the leak could be paravalvular, although it was uncertain given the direction of flow. As such, the patient went back on bypass. The team was able to excise the leaflets of the old sapien valve and then under direct visualization, deployed a second sapien valve within the previously placed valve. Again, it was difficult to visualize; however, there appeared to be continued bleeding from the roof of the atrium and the aorto- mitral curtain. As such, our only options were to directly place sutures in this area through this incision or remove the aortic prosthesis and repair the tear of the aorto mitral curtain. The post-bypass tee demonstrated preserved biventricular function with a well-functioning mitral and aortic bioprosthesis and a very mild paravalvular leak.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021-06512. Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), a 29mm sapien 3 valve was implanted in the native mitral valve annulus calcification (mac) via open heart surgery. Post deployment there was significant paravalvular leak (pvl) and or 'leak'. Approximately an hour later it was decided to deploy a second valve. Post deployment the surgeons were trying to see where the leak was coming from. It was mentioned that there was still a leak even after the two valves were implanted and that the significant leak was coming above the valve and not in the valve or from the valve. The patient was reported to be doing well an hour after the procedure. The physician felt the original leak was from too much calcium in the mitral annulus and the first valve was not able to get enough of a seal, so they went with a 2nd 29mm sapien 3 valve.